Event description:
Title: xxxxx. Event desc: carter thomason fascial closure device was used on a laparoscopic case to close fascia under the visualization of the scope. After the device was used, it was observed by the surgeon that a piece of the device had sheared off and was left in the patient. A laparoscopic grasper was used to retrieve the foreign body under the visualization of the scope. Dr. Verbalized that this was not the first time that it has happened. The foreign body was placed in a container. The device itself had already been thrown into the sharps container where others were located so I could not determine which one was used and the original paper had been discarded and unable to be located. Procedural note stated: "the 11mm trocar sites were then closed with a carter-thomason device using 0 vicryl at the fascia. A plastic shaving from the carter-thomason device was noted in the subcutaneous at the left upper quadrant trocar site and was extracted and the wound irrigated. No other visibel shavings were noted."

Manufacturer narrative:
The customer did not provide a lot number for complaint (B)(4) however, the condition described matches similar complaints for the product. A two year review did not show any related manufacturing issues. There have been multiple related complaints for this relatively new product and an investigation was launched to identify the potential root cause(s). The investigation was carried out internally by coopersurgical as well as by (B)(4), a third-party biomedical engineering firm. Based on the evaluation and analysis of the findings of the investigation, product knowledge and the nature of complaint, cause of the reported complaint condition is a combination of end user procedural variability, configuration of the suture guide, and configuration of the suture passer. Risk review and analysis by the chief medical officer and risk management personnel at coopersurgical concluded that the reported complaint condition did not result in any adverse event or any known potential adverse event. Data used in the risk review analysis include the complaint records, the install base of the CT-ii and the opportunities or the procedural volumes of the marketed device. Engineering work request, 198 was initiated and implemented to identify a solution to the 'sliver/shaving' issue as a product improvement effort. No further actions are needed at this time. Coopersurgical will continue to closely monitor this complaint condition for any trends.